Event description:
From distributor's report, product was used to close a laceration above the right eye of patient. It was reported the right eye was inadvertently bonded shut with the adhesive. The child was not restrained in any way during application of the product; child was flat on their back. The nurse supplied some ointment to their gloved finger and then rubbed it on the child's eyelid and then proceeded to hold the eyelids shut; there was no gauze pad or barrier covering the eye. Family member indicated that product was applied three times without waiting for each layer to dry. Family member was told to continue to apply vaseline to the eyelids and the lids were able to open the next day but lashes still had residue on them. The cut has a scab over it and is closed.